Event description:
Hcp explanted the pump and catheter due to infection. The pump and catheter were returned to the manufacturer for analysis. A follow up report will be send when additional information is received.